Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm) was analyzed and the reported error 23032 was confirmed and replicated. In the system logs, the error 23032 was found indicating button appears pressed at startup, confirming the fault occurred in the field. Upon visual inspection, failure analysis detected the opto buttons were sticking related to the reported event. The mtm was installed onto a golden system where the 23032 error was triggered during opto button calibration, replicating the reported event. The mtm was then installed onto a patient side cart fixture test platform (pftp) where the calibration failed. Once testing was completed, the gimbal handel was aba tested and was verified to be the source of the fault. The probable root cause can be attributed to mechanical issues with the gimbal slider button and the linear bearing from the opto button assembly located within the mtm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the right master tool manipulator (mtmr) on surgeon side console (ssc2) to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the mtm for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure that a button on the right master tool manipulator (mtmr) on the surgeon side console (ssc) was not responsive. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: ssc2 could not be used to complete the procedure. The procedure was completed using ssc1.